Event description:
It was reported that the right ventricular (rv) lead impedance on both the pace/sense and high voltage (hvb) showed decreased impedance, with the hvb showing low measurements. The left ventricular impedance also appeared to have decreased. Trend data indicated multiple high impedance measurements on the pace/sense portion of the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data show various spike increases for max ventricular pacing bipolar impedance of 646 to 1311 ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.